Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer was not assisted with troubleshooting. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected weak battery, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected audio/beep anomaly or prime/fill anomaly noted during testing.